Event description:
The complainant alleged that during a biomed's routine testing of the device they saw an "error 44" message displayed. The complainant indicated there was no pt involvement with this reported incident.